Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they were receiving a replacement device last week. The patient mentioned that the battery in their previous implantable neurostimulator (ins) lasted only two years.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient wanted to turn their device to MRI mode because they were getting an MRI in about an hour. Agent walked caller through connecting to their settings and putting the device into MRI mode. Patient got a message that the internal device battery was low. Patient dismissed the message and was able to successfully activate and deactivate MRI mode and show full body eligibility. The troubleshooting steps that were taken on the call resolved the issue. Patient said they just got the stimulator replaced and was told this device would last a lot longer. Redirected patient to their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.